Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue or user has high glucose value.

Event description:
Consumer complaint of blood results reading "hi". Expected results are in the low 200mg/dl range. Performed a blood test during time of call, results were "hi". Last 5 results in memory were "hi", "hi", 148mg/dl, 354mg/dl, and 317mg/dl. No adverse event reported.

Event description:
Consumer complaint of blood results reading "hi". Expected results are in the low 200mg/dl range. Performed a blood test during time of call, results were "hi". Last 5 results in memory were "hi", "hi", 148mg/dl , 354mg/dl, and 317mg/dl. No adverse event reported.